Manufacturer narrative:
(B)(4).

Event description:
It was reported tht while in the cath lab the catheter was inserted via the patient's right femoral site. The md inflated the balloon and during use, the tip of the balloon was blocking the tip of the wedge-pressure. As a result, the md could not diagnose the patient (pressure readings were not obtained). Another arrow wedge pressure balloon (ai-07121) was used successfully. There was no reported patient death, or injury. There was a delay/interruption in the procedure, however this did not cause harm to the patient. There were no patient complications. Medical/surgical intervention was not required. The patient outcome is listed as "all good."